Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device has not been evaluated by the manufacturer therefore no results are available. Results will be submitted upon receiving them. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system displayed no signal message upon boot up. Restarting the computer sometimes resolved the issue. Cable connections were verified and computer data was removed from the application without resolution.